Event description:
It was reported to boston scientific corporation that a multibite single-use biopsy forceps was used during a screening colonoscopy procedure performed in 2009. According to the complainant, following the procedure, a minor perforation of the colon occurred. The patient was subsequently transferred to another hospital that day and underwent laparoscopic surgery to treat the perforation. There was no report of device failure or damage. Additionally, the physician who performed the surgery reported that the device did not contribute to the bowel perforation, but rather due to the patient's thin bowel walls. There were no further patient complications reported as a result of this event. The patient's condition was reported to be fine and was discharged in good condition five days later.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.